Event description:
The clinician reported a ruptured iab with blood backing up to the pump. The clinician clamped the line and disconnected it from the pump. The iab was removed from the pt and the pump was sent to biomed. Another iab was inserted and a different pump was used. The clinician stated the pt was "doing fine".

Manufacturer narrative:
Follow-up report will be filed when eval is completed.